Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that insulin pump esc as well as act buttons were not responding due to moisture exposure. Customer¿s blood glucose was 174 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.